Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported v5 is not working on the 989803176171 ECG lead set. There was no reported patient incident/injury.